Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the jet tube had a residual white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed white foreign material in the auxiliary water channel, but the type of material and root cause could not be identified. It was unknown whether there was deviation from the instruction for use (IFU) in the reprocessing steps for the location where the foreign material remained. There was no physical damage on the location where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): detection method is described in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.